Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports a left thr for implants which were reportedly insitu for over ten years. No relevant supporting clinical information has been provided to assist with a clinical investigation. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Per the customer feedback the doctor was happy with leg length and stability following the procedure. Based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Potential causes could include but are not limited to friction, joint tightness or lifetime of device. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, patient underwent a second thr revision surgery because x-rays showed the stem and cup with excessive wear. The oxinium femoral head 12/14 32mm +0 and unknown cup were explanted. Acetabular was reamed to 50mm and a contour cage was inserted, re-enforced with a number of screws. Inside the cage a 45mm cemented polar cup was cemented with a 22mm +0 head. Patients outcome is unknown.